Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen which makes harder to read the screen. The customer also reported that insulin pump had no delivery alarm and the crack from bottom of the battery side all way to the top. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.